Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low water flow and that the circulation pump needs to be replaced. Per sample evaluation result on 29jul2024, it was reported that the arctic sun device had low flow of 1.6m/s was observed but this was isolated as a faulty gel pad. Double l tube was slightly too long. A quarter inch was removed off the tip of the double l tube on the water tank side. This to improve the flow rate. Checked, flow rate up to double digit. More than 2.2l/m.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. A low flow of 1.7l/m was observed but is erratic. Drops to zero then picks up to a very low 0.3 to 0.6l/m. Then back to 1.7l/m. Suspected fault in the gel pad. Per the service technician, the gel pad was sent for further analysis. Further information about the gel pad cannot be determined at this time. In the event that information regarding the status of the device is received, this record will be reopened to update the investigation. Arctic sun device passed functional test and est. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low water flow and that the circulation pump needs to be replaced. Per sample evaluation result on 29jul2024, it was reported that the arctic sun device had low flow of 1.6m/s was observed but this was isolated as a faulty gel pad. Double l tube was slightly too long. A quarter inch was removed off the tip of the double l tube on the water tank side. This to improve the flow rate. Checked, flow rate up to double digit. More than 2.2l/m.